Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarms" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a service report "call came in for helium loss alarms. Could not detect any problems. This is the second pump used on same patient and catheter with same alarms". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#3010532612-2025-00263.

Event description:
It was reported via a service report "call came in for helium loss alarms. Could not detect any problems. This is the second pump used on same patient and catheter with same alarms". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#3010532612-2025-00263.

Manufacturer narrative:
(B)(4).